Event description:
Caller reported that no drops of insulin were visible at the end of the tubing during the fill tubing step, and their blood glucose level was displayed as "high." The customer administered a correction injection via manual insulin therapy to address high bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.